Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that things ¿went haywire¿ and the patient began experiencing symptoms including trouble walking, drooling, and freezing. The patient had never experienced the symptoms before. The patient had an appointment with their health care provider (hcp) on (B)(6) 2015 and the symptoms started the following morning. No settings were changed during the appointment, but the hcp had checked the implantable neurostimulator (ins) battery at that time. The hcp thought that stimulation may be off so the patient checked the ins on the day of this report. The ins was found to be off, so the patient turned the ins back on. The patient seemed to be doing better after turning the ins on. The patient¿s symptoms were going to be monitored and they would follow up with their hcp. The patient¿s indication for use is parkinson¿s dual and movement disorders.